Manufacturer narrative:
(B)(4)

Event description:
These leads were explanted due to twiddlers syndrome, during an ICD upgrade. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 44 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The analysis revealed multiple abrasion marks along the lead body which most likely resulted from interaction with a nearby lead. Furthermore the inner coil was found deformed due to overrotation of the is-1 connector pin during the retraction of the fixation helix. In this area the outer coil was fractured and the insulation was damaged. These damages presumably occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.